Event description:
It was reported that the patient experienced a loss of therapeutic effect and stated that the implantable neurostimulator (ins) "wasn't working." The patient had a loss of bladder control. An x-ray of the patient's pelvis was taken and she was scheduled for an appointment with her physician on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-33, lot# v148762, implanted: (B)(6) 2008, explanted: na, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).